Event description:
It was reported that a patient complained of pain. Some lucency around acetabular component on radiograph. During revision surgery, durom acetabular component was found to be loose. It was removed and replaced with a trabecular metal cup, longevity liner, and 12/14 taper cocr head.